Event description:
The physician was implanting a new pump and catheter. As he and the nurse were removing the stylet from the catheter, the distal end of the catheter showed evidence of shearing. The nurse stated that the stylet felt very difficult to remove; the physician was holding the catheter in 2 places and the nurse was pulling the catheter out (this was how they always did it). The physician was confident that the catheter was okay; he was confident there was no damage and there was still csf coming back from the end of the catheter. The damaged portion of the distal end of the catheter was cut off. Two days post procedure, the pt was doing well. The pt recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis revealed a slice cut/knick from the 76 centimeter marker to the 72 centimeter marker on the segment. Leaking was observed; the segment was patent. The returned catheter segment revealed unusual damage not typically seen from guide wire shearing. It was still believed that the damage noted occurred because of the difficulty experienced while removing the guide wire from the catheter, as reported.